Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's insulin gauge displayed multiple inaccurate fill estimate values with multiple cartridges intermittently. Reportedly, the customer loaded a cartridge with 500 units of insulin and the pump displayed a value of 235 units. The customer loaded a new cartridge and received another inaccurate fill estimate. The customer's blood glucose ranged from 127-192 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injections for alternate insulin therapy if necessary.